Event description:
Report received of an underdelivery. During routine preventative maintenance testing by the user facility, the device delivered a measured volume of 170ml and 171ml instead of the expected 200ml. Delivery accuracy for this device requires delivery of +/- 5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.